Manufacturer narrative:
Company comment: the serious event of foreign body reaction and the non-serious events of pain and scar at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical and surgical interventions to prevent permanent damage. The potential root cause is a foreign body reaction to the product within the local tissue. The scarring at implant site was secondary to the surgery performed to address the foreign body reaction. This case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. Lot number was not reported, and the product could not be verified. A follow-up was performed to obtain the lot number and additional information. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 02-apr-2025 by a physician concerning a female patient of unknown age. Additional information was received on 03-apr-2025 from the same reporter. No information about medical history, concomitant medication or history of allergies has been provided. The patient had previously received treatment with unspecified lip filler. In (B)(6) 2023, the patient received treatment with two vials of sculptra to unknown location (unknown lot number, injection technique and needle type) by a registered nurse along with the reporting physician. Information about reconstitution, batch number and expiry dates was unavailable. The patient performed post-care massage for 5 minutes, 5 times a day, for 5 days. Fifteen months after treatment, in 2024, the patient experienced nodules/firm lumps/foreign body reaction (implant site nodule) and pain (implant site pain). A lump in the left cheek was surgically excised, resulting in a big scar (implant site scar). On an unknown date, a biopsy was performed, revealing a foreign body reaction. No blood tests were performed. During a video call consultation, the reporting physician observed four firm lumps on the right cheek. The physician prescribed a course of minocycline [minocycline] and 25mg of low-dose unspecified oral steroids in a tapering regimen. The physician reported that the patient would either continue the current treatment or consider intra-lesional steroid therapy. In (B)(6) 2025, the patient has an appointment scheduled with a plastic surgeon for a review. Outcome at the time of the report: nodules/firm lumps/foreign body reaction was not recovered/not resolved/ongoing. Pain was unknown. Scar was not recovered/not resolved/ongoing.